Event description:
Healthcare professional reported rupture on the right side. The device has been explanted.

Manufacturer narrative:
Continued zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Observed rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. Device evaluation: .based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening in posterior side assessed as unidentified ( tear) opening and two opening in the anterior and posterior side assessed as surgical damage. ( shell thickness within specification). No additional observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture on the right side. The device has been explanted.